Event description:
It was reported that on (B)(6) 2024, the tfna nail broke inside the patient. It is unknown when the issue was discovered. No other information was provided. This report is for one (1) tfna fenestrated helical blade 100 -s. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation revealed that there was a nail and screw construct implanted in the right femur. It was observed that the distal end of the helical blade appears to be broken. Based on the provided evidence, the investigation was able to confirm the reported event. No other problem identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the tfna fenestrated helical blade 100 -s would contribute to the complained device issue. Based on the investigation findings, the potential cause was attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 22-feb-2023 expiration date: 31-jan-2033 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 4516p18 (sterile) lot quantity: (B)(6) note: fenestrated helical blade was manufactured by elmira; lot number 4374p08 qty (B)(6). Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lppf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.